Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the bioraptor anchor was carefully hammered into the bone hole and the anchor broke off. The anchor was not levered when it was hammered in. All the pieces were removed using tweezers. Patient bone quality was good. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.

Event description:
It was reported that during an arthroscopy, the bioraptor anchor was carefully hammered into the bone hole and the anchor broke off. The anchor was not levered when it was hammered in. All the pieces were removed from the patient using tweezers. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported. The surgeon was ultimately satisfied with the surgical outcome and he did not anticipate any further patient impact due to the event. Patient current status is good.

Manufacturer narrative:
B5 and b7 updated. H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection of the returned product found the device outside of it's original packaging. The anchor is fractured off the insertion device. The stay suture is still passing through the suture window of the anchor. The distal end of the insertion device is bent. There is debris on the device. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Our clinical investigation concluded: per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.